Event description:
Replacing sn (B)(4) due to malfunction error code 1720. Pt is having increased swelling in feet for the last 2 weeks and md is treating with increased potassium and lasix. Pt feels like he has less energy as well. Pt states his shirt is sometimes becoming wet during infusion near the tubing filter. Advised pt to keep the bags of the sets and report to us any leaks. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Reported to (B)(4) by pt/caregiver. Dates of use: from (B)(6) 2012 to current. Diagnosis or reason for use: pah.